Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Scs ipg, model 3662 & scs lead, model 3186.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-00518. Reference MFR report: 1627487-2019-02117. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Surgical intervention may be pending to address this issue.